Event description:
The customer reported the system mixed pt image data. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.